Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that she was using paradigm reservoirs with a minimed infusion set, which may have contributed to the customer's high blood glucose in the 300 mg/dl and 500 mg/dl ranges due to air bubbles. The caller was instructed that only minimed reservoirs would work with minimed infusion sets. The reservoirs were not returned for analysis.